Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included failed back surgery syndrome and spinal pain. The patient reported that their stimulator was not working anymore as of (B)(6) 2015. The patient's managing healthcare provider told them the stimulator may need to be replaced. As of (B)(6), 2015, no diagnostics or testing had been done since the initial report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If more information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) was not working anymore. They also had poor communication when trying to use their patient programmer. They were not able to communicate with the ins using the recharger or the programmer. The patient noted that they had been trying to charge for a week but the recharger would not connect to the ins. They were not able to charge. They first noted that they last charged a month prior to the report but then noted it was 1.5 months ago and then 2 months ago and then sometime in (B)(6) 2015. It was unclear the last time the patient charged their device. The last time the patient felt stimulation was about 2 months prior to the report. Overdischarge was reviewed with the patient. The patient had fainted and passed out twice in (B)(6) 2015 and had fallen. They also had a fall on (B)(6) 2015 where they passed out and cracked their head open a little bit. The patient was indicated for failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received from the consumer reported when the patient did feel stimulation it was only in their legs and not in their spine. The patient had been falling and passing out due to depression and anemia. The patient thought the device moved when they fell. The patient had an appointment on (B)(6) 2016 with their doctor. It was noted that the patient wanted their device removed.